Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high pacing threshold measurements. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.